Event description:
The surgeon reported that there was a tag but not on every eye during lasik surgery. The surgeon stated that there is an issue with incomplete dissection and was not occurring often but still getting a tag in the same area just less frequently.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit the field service engineer performed inspection of the system, according to service installation record confirmed system met specifications. The root cause could not be determined conclusively, as not enough information was provided. The manufacturer internal reference number is: (B)(4).